Manufacturer narrative:
The customer¿s experience with a syringe module that alarmed and stopped working, biomed found error code 356.6710.0 (digital sensor illegal state) was confirmed in the syringe module logs, however testing failed to replicate a failure. The syringe module logs show the error code 356.6710.0 (digital sensor illegal state) occurred 9 times between 08 february 2018 at 10:38 am and 08june 3:49 pm. The event log showed the malfunction occurs with the syringe module in an idle state and while the device is infusing. Functional testing performed on the returned syringe module failed to replicate a malfunction. Asm testing performed on the returned syringe module failed to replicate a malfunction. It is believed an intermittent malfunctioning plunger detect sensor generated an error code 356.6710.0 (digital sensor illegal state). As a precaution the service depo will replace the plunger detect sensor. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no report of patient harm.

Event description:
The customer reported the pump alarmed and stopped infusing "dex" although the pump had been running for several days without incident. The device was plugged in when it alarmed but could not be reprogrammed. The "dex" infusion was off temporarily until the device was replaced. There was no report of patient harm. The biomed found error code 356.6710.0 in the error log.